Event description:
It was reported that the unspecified supera self-expanding stent was implanted; however, became destroyed in the patient. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number was not provided. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event estimated to (B)(6) 2023. D4: the UDI is unknown due to the part/lot number was not provided. D6: date of implant estimated to (B)(6) 2023.